Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed and was determined to be use related. One 4 fr s/l powerpicc solo was returned for evaluation. A functional test of attempting to infuse water into the powerpicc solo using a 12 ml syringe revealed the device to be occluded with blood. A split was observed just distal of the molded suture wing. A microscopic observation revealed the fracture surface of the split to be granular and circumferentially aligned. A kink was observed at the split. Rounded and polished fracture edges were observed along the split. All the characteristics observed at the fracture site are characteristic of flexural fatigue failures caused by cyclic kinking of the catheter. The complaint of a leaking powerpicc solo is confirmed and was determined to be caused by flexural fatigue. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported a hole in piccline. The patient received 6 doxotaxel when the stop was discovered. There were some clots in the tube. Unclear where the hole is. The piccline was withdrawn and the patient received the last treatments peripherally. No patient injury occurred. Event occurred during use.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported a hole in piccline. The patient received 6 doxotaxel when the stop was discovered. There were some clots in the tube. Unclear where the hole is. The piccline was withdrawn and the patient received the last treatments peripherally. No patient injury occurred. Event occurred during use.